Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 6fr non bsc sheath was placed and a 7x100mm non bsc stent was advanced and deployed in the lesion. A 6.0x40, 135cm mustang balloon catheter was then advanced for post dilation of the recently implanted stent. The balloon was inflated for 60 seconds however it ruptured at 15 atmospheres on the first inflation. The device was completely removed from the patient through the sheath and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.